Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the steps that were taken to resolve the zapping and jolting when walking through (B)(6) security was that the patient walked quickly through the security door way. The patient reported that the zapping and jolting had been resolved, and that she turns her interstim off before walking through stores that have high current security walk ways. Patient weight was updated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of the event was estimated. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient walked into and out of (B)(6) and she was wondering if it was normal to zap your nerve when you walk into or out of (B)(6) from their security. The patient had jolting and asked if it could mess with her programming. The patient also noted that she walked through the security the zapping stopped. The patient noted that it was painful and she felt zapping stimulation. The patient confirmed that when she walked through (B)(6) security she got a zapping sensation both when walking in and out of the store. Troubleshooting attempts were made and the patient decreased stimulation. The patient confirmed that the uncomfortable stimulation was eliminated. It was reported again that she got a zapping, uncomfortable stimulation in the area and it was like zapping. The patient mentioned that she had to brace herself to go in or out of the store. There were no further symptoms or complications reported or anticipated.